Event description:
A malfunction was reported concerning a pump issue with malfunction code 16-0x20e6. There was no information available on the customer's blood glucose level at the time of the event. The pump was within warranty, and technical support confirmed the need for a pump replacement. The customer was informed of the replacement and given instructions for returning the faulty pump. However, the customer declined to share information about their backup therapy for insulin delivery.